Event description:
The customer reported that the unit would shutdown unexpectedly after approximately 10 to 15 minutes when on battery power.

Manufacturer narrative:
(B)(4) : the customer reported that the unit would shutdown unexpectedly after approximately 10 to 15 minutes when on battery power. A philips sales rep supplied the customer with a battery which resolved the failure. As of (B)(4) 2010 there have been no further reports of this issue from this customer site since the battery has been installed.